Event description:
Indication for procedure: unknown. Procedure: the procedure utilized a lld-ez and a16f sls to lase. Specific case details are not available at this time. The patient's arterial pressure decreased below the acceptable range. It was at this point the surgeon decided to emergently open the patient's chest. Upon doing so, a svc tear was discovered and repaired. The patient had an uneventful recovery and was later discharged from the hospital. Device analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer.